Event description:
A malfunction alarm was reported, indicated by a malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the issue arises again.